Event description:
The dealer alleges the right arm support is wobbly. Additional non-reportable complaint for this device; the dealer states the tray support/slider bars have become slightly bent. The knobs on the tray are missing. They come unscrewed and the staff fails to tighten them. The legrest calf support is missing a knob. She also states the chair needs a general tune up/check up.